Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was a medication jam under cubie. A field service engineer shut down the station and reseated all associated ribbon cables on the controller boards. All related screws for hard stops and latch mounts across all drawers were tightened. Cabling was inspected, and no abrasions were found. Upon restart, the hardware test application was used to inspect for contamination beneath pockets. A stray medication was discovered under a pocket in drawer 3.1, removed, and provided to the user and verified functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 3.1 was not detected on bus. User tried to recover and rebooted the station, but issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.